Event description:
Account complained to the sales consultant that an external fixator was implanted for an open femur fracture. The external fixator screws broke post-operative. The surgeon removed the external fixator, noting that the wound was closed and revised the patient to a 4.5mm lcp condylar plate. At a later date, 4.5mm lcp condylar plate broke. The surgeon noted that the bone was not healing and suspected infection. The surgeon will revise the patient to a large external fixator.

Manufacturer narrative:
No investigation could be performed; no conclusion could be drawn as no device has been returned.